Manufacturer narrative:
Continuation of medical devices: dtma1d1 crt-d implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one far field r-wave (ffrw) oversensed beat on the right atrial (ra) lead was seen on a remote transmission. Follow up yielded no information. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.